Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to replicate the reported analyzer disconnect issue, however, analysis found the analyzer failed allcross pacing functional tests. Also, the analyzer¿s connector was very worn which could cause intermittent communication. Concomitant medical products: product ID 2067l radio frequency head. (B)(4).

Event description:
It was reported when pressed on screen, the pen point didn't match with point on screen. The analyzer disconnected during implant. The programmer and analyzer were returned for repair. No patient complications have been reported as a result of this event.